Manufacturer narrative:
(B)(4). (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the mass was off-center and therefore not used. No photos were provided.

Manufacturer narrative:
MDR 9618003-2018-00322 / device 1 of 5 - follow-up report 01. Correction - device manufacture date not submitted on initial MDR 9618003-2018-00322. Device manufacture date: 01-dec-2017. To date, no additional event information has been received. Should additional information become available, another follow-up report will be submitted. (B)(4).

Event description:
To date no additional patient event or event details have been received.